Event description:
It was reported that the insulin pump consistently alarms lost sensor during the night, when the customer is sleeping. The alarm does not occur during the day. The customer stated that they sleep on their stomach. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.